Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight, ethnicity and race were not provided for reporting. This report is for one bab plastic 3/4inch 60s USA 381370056355, 8137005635usc, 8137005635usc. Upc #: 381370056355, lot #: 0758b, exp date: na UDI #:(B)(4). Device is not expected to be returned for manufacturer review/investigation device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on mar-03-2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with band aid plastic bandage. The consumer used the product and could not get the band aid off. When the consumer took off the band aid, several layers of skin was peel off. Consumer sought medical attention and the health care professional used an unknown antibiotic.